Event description:
It was reported that the pump history data was inaccurate. Customer declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history data was inaccurate. Additionally, it was reported that the continuous glucose monitoring "almost never works." Although requested, no additional information was provided regarding the reported issues. There was no known impact to the customer's blood glucose.